Event description:
Analysis of the tablet was completed on 08/25/2014. No anomalies associated with the main battery were identified during the analysis. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the physician's programming tablet would not power on. It was reported that the battery indicator did not show a green led light. It was confirmed that the power outlet was functional and the tablet was plugged in, but still would not power on. It was then reported that the tablet was able to be powered on, but that the tablet would not hold the charge. A new programming tablet was provided to the physician. The tablet was received for analysis. Analysis is underway, but has not been completed to date.